Event description:
After an emergency use, an end-customer asked the company to check out the device before returning it for use as it was reported that the device appeared to analyze, but did not make a shock recommendation. During its review, the company determined that the pads used during the event had expired and prevented the device from consistently analyzing the victim's ECG except for one brief period in which a no shock advised decision was issued for a non shockable rhythm. A spare set of pads were available and assumed to be the same as the use pads, and therefore, not used during the emergency use. A manual defibrillator later arrived on scene but did not deliver any shocks.

Manufacturer narrative:
The ECG with annotations was reviewed. The pads were not available for investigation. The memory of the device involved with the event was reviewed. The device involved was tested electrically and no malfunctions were detected. This report is being filed against the pads since they were (B) (4) past the labeled expiration date.